Manufacturer narrative:
Additional narrative: device available for evaluation. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient fell, sustaining a peri-prosthetic fracture, and fracture of ceramic liner.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Manufacturer narrative:
Conclusion and justification status: the complaint states patient fell, sustaining a peri-prosthetic fracture, and fracture of ceramic liner. Femoral stem revised to a long stem (solution stem). Ceramic liner in many pieces, large pseudo-tumour present. As much of the ceramic debris was removed as visible, copious lavage. Ceramic-on-ceramic articulation implanted. The returned parts and lab report was transferred to bioengineering for review. A report was received ((B)(4) bioeng report) which states the x-rays are of poor quality making accurate assessment challenging. The peri-prosthetic fracture described in the complaint description is visible in both x-rays provided. No x-rays were provided pre-fracture, therefore it is not possible to comment on implant positioning. One of the observations within the report (with regard to the dimensions of the stem) was found to be inaccurate when the dimension in question was inspected by the supplier using an approved and validated inspection methodology and found to be within the specification. The ¿pseudo tumour¿ described within the complaint is likely as a result of the articulation between the metal head and the cup after fracture of the liner although with the information available, this cannot be confirmed. Per the complaint description, the sequence of events leading to revision was triggered by a traumatic event ¿patient fell, sustaining a peri-prosthetic fracture, and fracture of ceramic liner¿ so this was likely the root cause. However, with the information available, this cannot be confirmed. It should be noted that the returned parts were transferred to the manufacturing site of the stem. A report was received ((B)(4) supplier report ((B)(4)) which states the DHR analysis of the batch returned shows an initial conformance of this product with regards to its specification. For this batch, there was no deviation or non-conformance. Analysis of the returned products show a disappearance of the hydroxyapatite, which can be explained because naturally the human organism integrates and absorbs this coating in the months which follow the establishment, it is not found of osseousintegration. The product is in conformity with the definition. The mode of failure of the prosthesis is multi-factorial and consideration has to be given to all other potential influences such as, surgical process, patient variables i.e. Activity, weight, bmi and use, anatomical considerations and patient changes over time. This report details the findings from a review of the explants and information as supplied at the time of evaluation. Any conclusions from this data have to be placed into context with all other relevant factors. Without further information the root cause of the complaint cannot be confirmed. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.